Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined that this device is not related to the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined that this device is not related to the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). D10 medical devices: persona femur cemented (cr) standard right size 9, catalog#: 42502606602, lot#: 66070698; tibia cemented 5 degree stemmed right size f, catalog#: 42532007502, lot#: 66138994; all poly patella cemented 35 mm diameter, catalog#: 42540000035, lot#: 66194824; articular surface medial congruent (mc) right 12 mm height, catalog#: 42522100812, lot#: 65941034. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision eight months post-implantation due to loosening. No additional patient consequences were reported.